Event description:
Healthcare professional reported "painful feelings, thickening, deformation of mammary gland", "based on ultrasound results - implant rupture", "rupture was not confirmed, formation of double capsule was revealed, capsular contracture baker grade iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Visual analysis: visual analysis of the photographs identified: deformation: observed. Capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.